Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected restart error alarm noted. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. Customer reported they had experienced high blood glucose level of 169 mg/dl. The customer stated that pump isn't working and received unexpected restart and then customer received new battery cap a few weeks ago and now having problems. The customer was assisted with troubleshoot and customer stated that they put new battery and alarm did not occur shortly after inserting a new battery. Unexpected restart had recurred during normal pump use. It was also reported that the customer declined to troubleshoot for high readings and blank display. The insulin pump will be returned for analysis.